Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic after a lead alert for high impedance. It was noted that there was oversensing and noise on the right ventricular (rv) lead during patient isometric movements. The patient is scheduled for a lead extraction within two weeks. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead fractured and had undefined high pacing impedance. The lead was explanted and replaced.